Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi40000019r, lot number: unknown; product ID: bi71000537r, lot number: unknown h6: multiple annex g codes were coded for this event. G04035 was coded for kit svc bi71000537r gan mot o1 amc rwk. G04031 was coded for the collimator bi40000019r rwk. H3, h6: no products were received by the manufacturer for analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system during an unknown procedure. It was reported that while attempting to acquire images, the "system wouldn't move". Technical services (ts) inquired as to what would not move and biomed stated that "it's the imaging system." Biomed was not with the system at the time of the call, and was unable to perform any further troubleshooting. The use of the imaging system was aborted. Delay in surgery and patient impact was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure being performed at the time of the event was a lumbar laminectomy. There was a surgical delay to the procedure of forty minutes to an hour. The patient impact was not known.